Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: the black diamond micro forceps instrument was received and failure analysis found the instrument to have one severely bent grip, causing misalignment of the grips. There was a 0.57 mm offset at the tips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the jaws of the black diamond micro forceps instrument did not close properly due to misaligned tips and a needle dropped inside the patient as a result of the failure. The needle was retrieved during the same procedure with another da vinci instrument. No pieces from the distal end of the instrument detached/broke off. No additional surgical procedure was required to remove the needle. The patient has not returned to the hospital due to experiencing any post-surgical complications.